Event description:
It was reported that the device was programmed to aai due to far field r-waves (ffrw) on the atrial lead. When the device was programmed to aai pocket stimulation was seen and low impedance readings have been noted. The device was reprogrammed to decrease the voltage, stimulation went away, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).